Manufacturer narrative:
It is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received an unexpected restart alarm. Customer's blood glucose levels at the time 166 mg/dl. Troubleshooting occurred. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device passed self-test, unexpected restart error test and displacement test. No unexpected external ram crc error alarm or unexpected restart error alarm, reset time/date anomaly after change battery noted during testing.